Event description:
Revision surgery - the pt was suffering from a failed rotator cuff and required a revision from the hemiarthroplasty to a reverse shoulder prosthesis. The initial implants were removed and the reverse shoulder prosthesis was successfully implanted.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patient's failed rotator cuff after 3.75 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number: six for stability/poor joint, two due to infection, one for surgical technique, one due to pain, one due to trauma, and one for fixation. This is the second complaint for this lot number. The root cause for the failed rotator cuff could not be determined with confidence. The information reviewed showed the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.